Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure modes for underfill and incorrect results were not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to the issue of underfill through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Based on evaluation of the retain samples, the customer¿s indicated failure modes for underfill and incorrect results with the incident lot were not observed. Further investigation activities have been conducted through a CAPA and the most likely root cause for underfill has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to underfill. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with underfill. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that bd vacutainer pst gel and lithium heparinn (lh) blood collection tubes under filled, and had erroneous results. No serious injury or medical intervention.